Manufacturer narrative:
On (B)(6) 2017, the customer's healthcare provider adjusted the pump basal setting due to the emergency room visit. The user guide stated: the device is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room for low blood glucose levels. The customer declined to provide further information regarding the event.